Manufacturer narrative:
Date of event: used the first day of the month of (B)(6) since the only given date of event was (B)(6) 2017. Device is a combination product.

Event description:
It was reported via user/facility medwatch# (B)(4) that stent dislodgement occurred. After the first unknown stent was deployed, a 3.00x12mm synergy ii drug-eluting stent was advanced. However, it was observed that the synergy stent was dislodged in the right coronary artery. No further information available.